Event description:
Same case as MDR ID 2134265-2015-04696 and 2134265-2015-04685. It was reported that shock and patient death occurred. The target lesion was located in the tortuous and calcified right coronary artery (rca). A 2.25x16mm promus premier¿ stent was implanted in the target lesion however, several dissections were noted. A 2.25x8mm and a 2.25x12mm promus premier¿ stents were deployed to treat the dissection. There was also a promus premier¿ stent implanted in the circumflex artery which remained patent. Later in the evening, the patient was brought back to the cardiac catheterization laboratory and coronary angiography was performed. It was noted that there was a sub-acute thrombosis of the previously implanted 2.25x16mm promus premier¿ stent. The physician attempted to advance a guide to the lesion however the vessel started to close. Subsequently, cardiopulmonary resuscitation was started. The patient went into shock and later died that evening.

Manufacturer narrative:
Device is combination product. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).